Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that multiple low voltage advisory alarms were indicated in the pt's event log voltage advisory alarms. A log file submitted to the MFR confirmed that multiple low voltage advisory events, which appear to be the result of a defective battery clip. It was noted that the pt had recently cleaned of the contacts for his batteries and battery clips. It was recommended to exchange the battery clips. The pt was issued new battery clips.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The battery clips noted in this event were disposed of and will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.